Manufacturer narrative:
The subject device in this report has been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of disassembling and checking the subject device, it was confirmed that the cable of the imaging unit was buckled. From this, it is presumed that the wire was broken or short-circuited internally. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was sometimes not displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.